Event description:
During a colonoscopy, when the control handle of the endoscope was flexed during withdrawal, the image display would show green lines and then go black. There was no harm to the patient. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.